Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon's head was inside the surgeon console's high resolution stereo viewer (hrsv). The issue occurred while the surgeon was attempting to manipulate the instruments from the ssc. The issue was related to instrument remaining static. The stapler locked into the place and had to be removed together with the trocar. The instrument moved unintentionally. The timing of instrument movement was not appropriate. There was no shakiness and/or friction to be observed. There were no instrument-to-instrument or system arm-to-arm interferences. There were external collisions. The customer was unsure if the instrument was returned or disposed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system but was unable to replicate the reported event on the universal surgical manipulator (usm1) of patient side cart (psc). The system was tested and verified as ready for use. The stapler instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the wrist of stapler instrument moved by itself when installed onto the universal surgical manipulator (usm1) of patient side cart (psc). The issue happened when customer was trying to remove the instrument from the usm and the customer had to remove the instrument and the trocar together. The customer replaced the stapler instrument with a backup and the procedure was completed as planned. An intuitive surgical inc., (isi) technical support engineer (tse) recommended returning the stapler instrument for failure analysis. Customer requested the usm1 to be checked. The procedure was completed with no reported injury.